Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7046800, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had impedances on multiple contacts. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had impedances on multiple contacts. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.